Event description:
The initial reporter stated that the pump was "not detecting air in line" and that the "rate and volume are inaccurate". Mmdg did follow up with the initial reporter, however, the initial reporter did not provide any additional information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, mmdg could not replicate or confirm the complaint. The pump operated as expected. Based on this, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was "not detecting air in line" and that the "rate and volume are inaccurate". Mmdg did follow up with the initial reporter, however, the initial reporter did not provide any additional information. (B)(4).